Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There has been one other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following the intraocular lens (iol) implantation the patient had experienced intolerable visual aberrations clinically described as visual decline for which the lens was explanted in a secondary procedure and was replaced with a different model lens. Additional information has been requested.